Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a radio frequency error. The alarm history was inspected and there were three other prior instances of the radio frequency error alarm. No further details were given. The insulin pump is out of warranty and the customer may call back for a loaner pump. No products were shipped or returned as of yet.